Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg was inoperable and the patient needed an MRI. The physician explanted the ipg on (B)(6) 2016. The patient was implanted with a different model of ipg on (B)(6) 2016. The patient's system was programmed on (B)(6) 2016 and the patient received effective stimulation. The patient's issue was resolved.